Event description:
A sales agent reported 'increased extravasation incidents' on behalf of a physician.

Manufacturer narrative:
Upon repeated request, no further information was given. However, it was noted in initial correspondence that the physician stated he would not be able to perform further cases in the absence of a second c-arm which indicates that the physician is only using one plane fluoroscopy. It is noted in the cortoss instructions for use that "the use of biplanar imaging is also recommended. This will help minimize the continuous risk throughout the injection of possible leaks of cortoss material into the spinal canal, neural foramina, paravertebral soft tissues, adjacent discs, epidural space of the vertebral column, articular spaces, soft tissues or the venous system." Due to lack of information and the potential for injury following extravasation, it was determined that this was MDR reportable. Should any further information become available, a follow-up report will be filed. Method: no device testing performed. Results: no results available since no evaluation performed.